Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; rupture.

Event description:
Patient reported "an implant rupture" and "was also diagnosed with lymphoma;" pathology has not been received and the markers of cd30+ and alk- have not been reported. The following patient reported event has been deemed not related to the device: "was really 'ill' because of those implants." Affected side is left. The device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl-suspected. Upon further review of record and additional information received, allergan medical safety has determined that there is insufficient information for lymphoma-alcl-suspected. Hence, lymphoma - alcl - suspected has been removed at this time. Correct reason for reoperation: rupture.

Event description:
Physician reported left side implant exchange from textured to smooth due to the patients concerns with the product. Physician further reported via operative report, "lymphoma" was reported as a history of breast cancer and the devices did not contribute to this as it was indicated that it occurred prior to implants. The device has been explanted, replaced, and discarded.